Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified superficial femoral artery via the left common femoral artery crossover approach, the stent allegedly sheared off and stayed inside the patient's body. It was further reported that the piece of the delivery system that was left inside the patient's body was unable to be removed percutaneously. Reportedly, the piece that was left inside the patient's body was removed by an open surgical procedure. The patient is reported to be stable now.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified superficial femoral artery via the left common femoral artery crossover approach, the stent allegedly sheared off and stayed inside the patient's body. It was further reported that the piece of the delivery system that was left inside the patient's body was unable to be removed percutaneously. Reportedly, the piece that was left inside the patient's body was removed by an open surgical procedure. The patient is reported to be stable now.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample was found in used condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube was found broken in the mid section and at the distal end, and the broken off segments were separately returned. The investigation leads to confirmed result for break of the inner catheter cardan tube and detachment inside patient. The vessel was calcified, system compatible 6f introducer with 0.018" guidewire were used for access, and the stent deployment action was considered as being 'normal', and successful. Based on the information available, the investigation is closed with confirmed results for inner catheter cardan tube break and detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Regarding pre-dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. The instructions for use further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath - 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. Holding and handling of the system throughout deployment was found sufficiently described. H10: g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified superficial femoral artery via the left common femoral artery crossover approach, the stent allegedly sheared off and stayed inside the patient's body. It was further reported that the piece of the delivery system that was left inside the patient's body was unable to be removed percutaneously. Reportedly, the piece that was left inside the patient's body was removed by an open surgical procedure. The patient is reported to be stable now.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample was found in used condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube was found broken in the mid section and at the distal end, and the broken off segments were separately returned. The investigation leads to confirmed result for break of the inner catheter cardan tube and detachment inside patient. The vessel was calcified, system compatible 6f introducer with 0.018" guidewire were used for access, and the stent deployment action was considered as being 'normal' and successful. Based on the information available, the investigation is closed with confirmed results for inner catheter cardan tube break and detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. The instructions for use further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. Holding and handling of the system throughout deployment was found sufficiently described. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified superficial femoral artery via the left common femoral artery crossover approach, the stent allegedly sheared off and stayed inside the patient's body. It was further reported that the piece of the delivery system that was left inside the patient's body was unable to be removed percutaneously. Reportedly, the piece that was left inside the patient's body was removed by an open surgical procedure. The patient is reported to be stable now.